Event description:
Underdelivery reported: the pump was programmed to infuse an unspecified antibiotic via the secondary line at 100.0ml/hr with 6.0ml volume to be infused dose limit. Their was no info available related to the specific antibiotic infusing on the secondary line or the primary line infusate. It was reported that at completion of the dose, there was 1.0ml left in the syringe. The customer contact stated that at the time of the discovery, it was too late to infuse the remaining 1.0ml volume. The physician was notified, but no orders were rendered. There was no pt harm reported. The pump was replaced and antibiotic therapy continued without further reported event. Though requested, there was no additional info available.